Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00370.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, a non-penumbra sheath, and a guidewire. During the procedure, the physician encountered resistance while advancing the catrx. It was reported that it was difficult to navigate the catrx in the vasculature and it would not cross the iliac artery. Therefore, the physician decided to remove the catrx before a pass could be completed and noted resistance while retracting the catrx out of the patient. A new catrx was used to make the first complete pass and the physician reported resistance during advancement and retraction. After completing the pass, the catrx broke outside of the patient near the rapid exchange lumen. It was also reported that the rapid exchange lumen appeared bent and broken. Therefore, this catrx was removed. The procedure was completed using non-penumbra catheters, the same guide catheter, and the same sheath. There was no report of an adverse effect to the patient.